Event description:
The customer reports a sample camera barcode misread to a sample that was tested on 2 back to back batches for the type and screen test and was identified with 2 different sample ids by the provue. No erroneous results were reported. (B)(4).

Manufacturer narrative:
Cts had the customer verify that the same tube was tested twice using the same barcode. The customer never actually checked their storage racks of samples to verify if 2 samples did exist but is confident only one tube exists. Cts made an attempt to duplicate the customer's reported concern. Cts was unable to duplicate the customer's claim of the provue issuing the suffix of "-rpt" for the second testing of the same sample with the same barcode label. Provue log files and returned barcode labels will be investigated by cts 2nd level support.